Event description:
The customer reported that she had a blood glucose level of high (500 mg/dl) and that when she removed the pod, the cannula was "very bloody." She also reported that she had an abcess at the site which became infected. She went to an urgent care center where she was prescribed an antibiotic to be taken for two weeks.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's hyperglycemia or infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.